Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented 1 month post-op with claudication and a complete occlusion of the right iliac limb stent graft due to a full twist in the mid region of the aortic body stent graft. A re-intervention was completed to place bilateral balloon expandable stents within the aortic body stent graft extending up to the secondary sealing ring and successfully restoring blood flow to the occluded iliac limb stent graft. As of the date of this report, there have been no additional patient sequelae reported.